Event description:
It was reported that during surgery the air dermatome was not harvesting skin correctly. An alternate device was available for immediate use. It is unknown if there were any harm, delay or a need for an additional graft. No additional information is indicated. Diligence is complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: australia. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under the following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11 review of the most recent repair record could not be completed because the device has not been returned for evaluation and repair. Lot/serial identification is necessary for review of device history records, and lot/serial identification was not provided a definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information available.